Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and found the circuit break open and a faulty power supply.

Event description:
It was reported that during set up an 840 ventilator had no ac power. There was no patient involvement.

Manufacturer narrative:
(B)(4).